Event description:
The patient was a female, but her age was unk. The target lesion was between the distal end of rca and av branch/pda. The lesion was de novo, slightly calcified and moderately tortuous. There was 75% stenosis. Pre-dilation with a lacrosse balloon was conducted. A 2.5 x 13mm cypher stent catheter was chosen and impacted prior to use. The physician did not indicate any anomalies. The cypher was advanced toward the target lesion; however, resistance was encountered. The device was withdrawn out of the patient, and upon inspection, the physician noted that the distal edge of the stent was flared. The procedure was successfully finished via balloon angioplasty only. There was no reported patient injury.

Manufacturer narrative:
Add'l info will be submitterd within 30 days of receipt. Foreign cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).